Event description:
The customer reported that the gas module provided incorrect (low) o2 measurement data while in use and that a pt went into cardiac arrest while in surgery.

Manufacturer narrative:
The customer reported that the gas module provided incorrect (low) o2 measurement data while in use and that a pt went into cardiac arrest while in surgery. The customer also stated that the attending anesthesiologist did not consider the device to be a contributing factor in the incident. In abundance of caution, philips is reporting this incident. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).